Event description:
It was reported that a cgm error 42 occurred. Blood glucose level was not adversely affected. Customer successfully reset the pump with guidance from technical support, resolved the issue, and started a new sensor session without further errors.